Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Red status indicator flashing.

Event description:
There was no patient involved. Red status indicator flashing.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 1st september 2016. Corrosion on the membrane tail, due to storage outside of the indicated conditions. The device was returned for red status indicator flashing. Information from the history log shows the device failed the weekly auto self-test on 27th may 2018. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. Corrosion was observed on track 13 (on button) of the membrane tail. This had resulted in the 10 minute events in the history log alongside the device switching on upon insertion of a pad-pak and failing to power off via the on/off button. The corrosion observed on the membrane tail would have likely had resulted in an excess current drain despite being unable to measure this during the investigation. This would have resulted in the depletion of the returned pad-pak and the low battery fail at the end of the history log. The original membrane was replaced with a known good membrane. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane due to corrosion on the membrane tail. This corrosion had also resulted in an 18v short between track 13 and track 14 resulting in an 18v overvoltage and damage to the microprocessor. Information from the technical log shows the device entered CPR advisor mode during the investigation, this would indicate the microprocessor (u25) became damaged. The corrosion on the usb contact collars, screws and membrane tail would suggest that the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.